Event description:
It was reported customer experienced cartridge alarms with consecutive cartridges along with a high blood glucose reading of unknown value. There was no reported need for third-party medical assistance, and no additional information was received regarding any further impact to the customer¿s blood glucose level. Customer replaced cartridge, delivered a correction dose using pump, continued using current pump with backup method if needed, and technical support arranged shipment of replacement pump.